Event description:
Included 52 patients who were predominantly female with a mean age of 80.4 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r, evolut pro or evolut pro+ bioprosthetic transcatheter valves delivered by delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, arrhythmia requiring permanent pacemaker implant, acute kidney injury, coronary obstruction, cardiac tamponade, and valve migration. Among all patients, clinical observations that may have occurred during use of the dcs: bleeding complication at the access-site. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sorropago et al. Assessment of the safety and effectiveness of the flower antiembolic filter supporting transcatheter aortic valve implantation. Catheter cardiovasc interv. 2026 may;107(6):1670-1681. Doi: 10.1002/ccd.70524. Epub 2026 feb 18. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.